Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Attempted to replicate the user complaint and the librelinkup successfully received high/low glucose alarms. The investigation did not identify any issues with the librelinkup app. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the freestyle librelink up application. The low glucose alarm did not trigger and as a result, customer was not made aware of decreasing glucose and experienced seizure, loss of consciousness, and hit her head on the bathtub. The customer was taken to the hospital and received unspecified treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the freestyle libre link up application. The low glucose alarm did not trigger and as a result, customer was not made aware of decreasing glucose and experienced seizure, loss of consciousness, and hit her head on the bathtub. The customer was taken to the hospital and received unspecified treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.